Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an underinfusion issue with a small volume infusor. The bladder was not completely deflated after the twenty four hours of therapy had ended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.